Event description:
Significant inflammation (knee) [arthritis]. Case description: a spontaneous report was received on (B)(6) 2010, from a female consumer regarding a patient of unknown age, gender and initials, with a history of osteoarthritis, who experienced a significant inflammation in the knee and had to undergo surgery (nos) after receiving synvisc-one. The patient received an unknown number of synvisc-one injections on unknown dates. The reporter reported that the patient experienced a significant inflammation after receiving synvisc-one. The patient then required surgery. No other information was provided regarding the surgery. At the time of this report, the outcome of the patient is unknown. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.